Event description:
Subject admitted to local hospital on (B) (6) - (B) (6) 2010, for possible hemodialysis related line infection. Subject was given IV vancomycin and levaquin, and an IV steroid to treat the suspected infection. Hemodialysis line has been removed, but she still has a port. Pt discharged from hospital on (B) (6) 2010. Vancomycin and levaquin now stopped. IV steroid replaced by oral prednisone.